Event description:
During placement, the stent crimped in two places and wouldn't completely open up. A competitor's catheter burst when attempting to dilate the stent. Three days later follow-up films showed the stent still not fully expanded. After 8-9 days later, the stent had opened completely with no pt injury or further complications being reported.